Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was stuck on a loading reboot screen. The technical support specialist (tss) accessed the station, and the medapp was confirmed to have launched successfully according to the knowledge article titled medapplication not launching automatically; the customer verified that the station was operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen was stuck on loading reboot screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.